Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the patients ipg was replaced with an MRI conditional one. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.